Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During evaluation at the manufacturer's service center the trilogy 100 device did not meet acceptance criteria of evaluation process for missing/displaced rubber feet, missing circular cap (between nurse call and comm), damage to the exterior rear enclosure, and a gap between enclosures. The device's feet, base enclosure and rear case enclosure were replaced. However, after the replacement, the device failed testing for o2 low flow. Upon further evaluation of o2 failure it was determined adjustment of grey removable foam is necessary. The foam was adjusted to address the issue. The device was retested and the device failed testing for nurse call. The device's interface circuit board has been replaced to address the failed test. The device was retested once again and failed testing for positive flow verify. The device was recalibrated, and the issue was resolved. The device passed all testing.